Event description:
We received an allegation of discrepant high results for 3 patient samples tested for troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The customer runs patient samples in parallel between the standard application of the assay and the 9-minute (stat = short turn around time) application of the assay. Patient 1 initial result using the standard application was 12.8 pg/ml. The repeat result using the 9-minute stat application was 6.25 pg/ml. The sample was repeated using the standard application, and the result was 6.41 pg/ml. Patient 2 initial result using the standard application was 11.3 pg/ml. The repeat result using the 9-minute stat application was 3.11 pg/ml. The sample was repeated using the standard application, and the result was 4.06 pg/ml. On (B)(6) 2025 patient 3 initial result using the standard application was 24.2 pg/ml. The repeat result using the 9-minute stat application was 11.5 pg/ml. The sample was repeated using the standard application, and the result was 9.5 pg/ml.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. Sample-related alarms were observed on the alarm trace data. No instrument maintenance issues were identified. Instrument surfaces were clean. The sample foam detection (sfd) images were reviewed. The majority of the samples showed film, white particulate matter (wpm), foam, or bubbles. The investigation determined the event was consistent with insufficient sample quality. The investigation did not identify a product problem.